Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The machine screws are wearing out when the customer over extends the wheel lock.